Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the waveguide was broken. It was reported that the device broke, received a red light and would not activate during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The titanium waveguide became cracked from continued use after it made contact with a metallic object. The crack propagated until the waveguide fractured. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the generator and the battery were connected to the dissector, the green light was illuminated. When the tissue was clamped within the jaws and the handle was squeezed to closed the jaws, upon pressing the active button, the red lamp on the generator illuminated and the dissector could not be used. They replaced the generator and battery but the situation could not be improved. The device did not come in contact to any metal instrument. Although active blade was found to be broken, it did not fall into patient body because it was partially connected. The dissector's active blade was found to be broken at the time of checking the product. They replaced the product by using a non medtronic device. There was no patient injury. Medtronic initial investigation found that the tip of the waveguide had fractured and disengaged. The broken piece was returned.